Event description:
A patient was implanted with onkos devices on (B)(6) 2022.. It was reported that a patient was revised on (B)(6) 2022 due to an infection. An onkos custom adaptor was created to connect to the patient's previously existing hardware to the onkos distal femur replacement system. All of the onkos implanted devices were removed except for the onkos custom compress adaptor. The following implanted devices were removed during the revision procedure: eleos tibial hinge, eleos tibial poly spacer, eleos tibial baseplate tapered screw, two eleos male-female midsections, eleos distal femur axial pin, eleos distal femur, and an eleos tibial baseplate. This event will be reported to the FDA as a serious injury. This record captures the eleos distal femur axial pin.

Manufacturer narrative:
It was reported that a patient developed an alleged infection and underwent a revision surgery on (B)(6) 2022. During the revision surgery, the surgeon revised the tibial hinge component, poly spacer, male female midsection, distal femur axial pin, distal femur, and male female midsection. The following implant remains implanted from the patient's index surgery on (B)(6) 2022: custom compress adaptor (compassionate use case (B)(4)), tibial baseplate, and tibial baseplate tapered screw. A review of the work orders and sterilization batch release records for the products involved found no indication that the alleged infection was a result of a manufacturing or sterilization nonconformance. The root cause identified for this complaint is an alleged infection, which required surgical intervention. The root cause of the patient's alleged infection could not be determined. Ultimately, based upon the device history records, sterilization records, and interview with the regional sales manager the investigation concluded that the root cause of the alleged infection is not related to the design, manufacture, and/or sterilization of the components.